Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lcs duofix femoral components were voluntarily recalled from the market in july 2009, and the lcs duofix femoral product codes are now considered inactive. Further inspection of components will not be performed as the investigation regarding the root cause(s) and/or corrective actions are controlled (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record on receipt of the approved document. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient had lcs duofix components implanted on (B)(6) 2008 by dr (B)(6) at (B)(6). Revision surgery was performed on (B)(6) 2014 by dr (B)(6) at (B)(6).

Manufacturer narrative:
Update - mar 2, 2015 - this product has been identified as not having been sold in the us; therefore, no MDR was required. Depuy still considers the investigation closed at this time.